Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 (mg/dl). Customer consumed carbohydrates to address bg level. Reportedly, the customer believes they are becoming more sensitive to insulin and things their pump settings may need adjustment. Recommendation was made to consult with their health care provider to discuss diabetes management.